Event description:
Arjo was informed about an incident involving the enterprise 9000x bed. The customer reported that the backrest was moving on its own. The bed was in use by a patient at the time, who did not sustain any injuries. The patient stated that neither they nor any item in the bed was touching any of the buttons on the patient's side control panel. The patient also stated that the issue occurred four times within a month since the bed started being used by them. It was confirmed that no issues had been reported with the previous patient using the bed. Each of the reported by the patient unintended issue was addressed in an individual complaint record. The complaint: (B)(4) refers to case 1 of 4, (B)(4) (manufacturer report no: 3007420694-2025-00177) to case 2 of 4, (B)(4) (manufacturer report no: 3007420694-2025-00178) to case 3 of 4, and (B)(4) (manufacturer report no: 3007420694-2025-00179) to case 4 of 4.

Manufacturer narrative:
During the device inspection performed by the arjo representative, the reported unintended movement issue could not be recreated. No faults were identified during the assessment, and the bed was found to be fully functional. The customer's allegation was not confirmed. The review of complaints revealed that the bed movement might have been inadvertently activated by the patient. However, this hypothesis cannot be confirmed based on the information gathered and the patient's statement that neither they nor any item in the bed was touching any of the buttons on the patient's side control panel. The instruction for use (IFU 746-591-en) for enterprise 9000x includes the following information related to the subject of this investigation: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patient's controls." "Check that the patient controls, caregiver controls and attendant control panels operate correctly" - this maintenance activity is to be performed weekly by the caregiver. Please see attached extract from the IFU. The root cause of the issue was not established. To sum up, the arjo device failed to meet its performance specification since the bed moved unintended. There was a patient in the bed when the event occurred. No injury was sustained. The complaint was decided to be reportable due to the allegation of an unintended bed movement (backrest moving on its own). The device is distributed outside the us and no gudid information exists.